Manufacturer narrative:
This semi-annual report covers (6) malfunction mdrs, covering the period (B)(4) 2010 to (B)(4) 2010, as agreed upon for asr (B)(4) under the modified summary reporting program. Troubleshooting determined these events to be consistent with a user-induced tracking error. User error was the cause of these events. This report covers malfunction only excludes death and serious injury.

Event description:
The customer observed biased results and condition codes on the vitros dt60 analyzer. Biased results could lead to inappropriate physician action. There was no report of harm as a result of these events. This report corresponds to ortho clinical diagnostics inc. (B)(4).